Manufacturer narrative:
The device was evaluated by the manufacturer. Unit returned with its original pouch labeled batch. The unit returned has a foreign matter in the distal tip, as part of overall visual revision. The catheter connector was mated to the test cable with no issues. An electrical test was performed on all electrodes. Electrical resistance circuits were found within specification. No other electrical failures were detected. The foreign particle was sent out to ciqa labs for an additional analysis which identified the presence of carbon and oxygen in high concentration indicating that the particle is organic. The source of the foreign material could not be determined. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that foreign material was found on the device. After the procedure, when removing the catheter from the sheath there was some difficulty and when outside it was noticed a material attached to the tip of the catheter. There was no injury nor complications to the patient reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that that foreign material was found on the device. After the procedure, when removing the catheter from the sheath there was some difficulty and when outside it was noticed a material attached to the tip of the catheter. There was no injury nor complications to the patient reported.